Event description:
It was reported via repair work order that the bed had no power due to low battery. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed had no power due to low battery. Follow-up submitted as further investigation determined his is not likely to harm the patient as the only bed function that requires the battery is the zoom. The bed can be moved manually by the caregiver. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the bed had no power due to low battery. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.